Event description:
It was reported that a zeus instrument driver will jump when the jaws were closed completely. It was not confirmed whether the malfunction occurred during a procedure. No pt injury or adverse outcome was reported.